Manufacturer narrative:
Further investigation performed in manufacturer`s laboratory. Life cycle engineering investigated as follows: the fuse ¿f3¿ was replaced by soldering on the control. Board. This did not solve the problem. The pump was again turned ¿on¿ and ¿safety-s¿ error was again displayed. Upon further investigation it was found that the transistor t1 (p36nf05) is defect because it had a shortcut between all 3 pins (source, drain, gate). Investigation results according to revised investigation report (B)(4): the error ¿safety-s¿ is reproducible. The fuse ¿f3¿ is blown and the transistor t1 (p36nf05) is defect. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 11:56 am (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device was investigated by a maquet service technician. The motor control board has been replaced and functional check and measurements done. The device is back in use. (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was stated that during startup of device (no patient was involved!) The perfusionist noticed an unusual noise coming from the rpm. Since this the rpm was set as arterial pump. He exchanged the place of the rpm and set them to sucker pump mode. After turned on again, on the new place as sucker pump, the rpm turned immediately up to maximum speed (w/o activating the potentiometer!, the switching element (ic 101) which regulates the revolution speed of the motor is blown). The error "hochlauf" occurred and the pump stopped. Afterwards the rpm turned again up to maximum speed and was stopped again by the startup-monitoring. Then the rpm started to beep and the error "safety-s" had been displayed. (B)(4).

Manufacturer narrative:
(B)(4). The mcp00915301#motorkontrollboard rpm (70100.7759, sn (B)(4)) has been requested for further investigation in our laboratory ((B)(4)). According to (B)(4) life cycle engineering(lce) investigated as follows: the motor control board was installed in the arterial pump of the hl20 in the lce lab. After the pump was turned ¿on¿ ¿safety-s¿ error was displayed by the pump. Initial investigation showed that the test point -tp4 did not show -12 volts as written in the service manual. Upon further investigation, we found that the fuse ¿f3¿ on the motor control board is blown. Investigation results: the error ¿safety-s¿ is reproducible. The fuse ¿f3¿ on the motor control board is blown. According to (B)(4), the motor control board has been replaced. Functional check and odu-pin-measuring done. The device is back in use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).